Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20 mg/ml at 1 .998 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the catheter was twisted up in the pocket. The catheter was kinked. The catheter was revised, and a new proximal/pump segment was replaced. The company representative was updating the programming for the new catheter information. Per the representative, the physician did not aspirate the tcv (total catheter volume) so there was drug in the distal/intrathecal catheter. It was discussed no priming but there would be a delay due to the proximal catheter piece added 0.02 ml or 4.8 hours. The company representative called back the same day and stated it was reviewed with the healthcare provider that there would be a gap in therapy if they choose to not aspirate the catheter. No further complications were reported or anticipated.